Manufacturer narrative:
Ocd performed a batch record review. Batch review was satisfactory. Retained testing unable to be performed due to expiration of product. (B)(4).

Event description:
Customer reported that one sample, with no previous history of antibodies, was tested with the ficin treated cells of vrc162. Customer was unable to identify the antibodies. Sample was sent to reference lab and using ahg/ peg method, anti-e and anti-kell were identified.